Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns / code 204) was confirmed. As received, the belt would not communicate witha test monitor. Upon evaluation, trunk cable connector was cracked and the blue (can l) wire was open inside the trunk cable. The cause of the abnormal shutdowns and service code 204 is the open wire. The root cause of the damaged connector and open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing abnormal shutdowns and service code 204.